Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the patient, who self treats with oral diabetic medication, alleged that two of her lifescan meters would not turn on beginning in 2009. The patient had never changed the battery in the meters, did not have a new battery or batteries available, and was using expired test strips. At 11:00 pm in 2009, two weeks after the patient's one touch ultra meter would not turn on, the patient was reportedly shaky, woozy, and feeling funny. The patient denied receiving treatment due to the alleged issue. Because the patient's symptom of shaking meets the criteria for a serious injury, the complaint is reported. The cca replaced the meter and strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.